Manufacturer narrative:
The event does not meet the requirements of mandatory reporting. Following the indications provided in the "public health notification: unretrieved device fragments" issues on (B)(4), 2008, orthofix srl decides to report this kind of events, on a voluntary base. The device was subject to chemical, mechanical metallurgical and failure analysis. Technical analysis performed on the screw showed it to be conforming to orthofix product specifications. The breakage occurred due to torsional overload. The breakage is not related to the product but it is due to mechanical loads applied. According to the info provided regarding this case and as result of the investigation performed, orthofix concludes that the screw was subject to torsional overload during insertion which caused it to break. Orthofix would like to emphasize once more the importance of meticulously following the instructions for use for a correct application (ref. To pqexef, warning 13), where detailed info are reported regarding screw selection and the correct insertion technique. (B)(4).

Event description:
The broken part of a screw was left in pt tibia. The pt did not have any adverse effects related to the screw breakage. Manufacturer reference numbers: orthofix srl complaint number (B)(4). Orthofix inc complaint number (B)(4).